Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a single lumen agb advanced PICC was placed on (B)(6). The PICC worked great for three days in house, the patient was then discharged. The patient came back in to the emergency room on the 31st and the PICC was "leaking." The mobile PICC team was called in to replace it. The PICC nurse's assessment is that the home health nurse must have been removing a difficult dressing and used scissors or a scalpel during the dressing change and sliced the extension tubing.

Event description:
The customer reports: a single lumen agb advanced PICC was placed on (B)(6). The PICC worked great for three days in house, the patient was then discharged. The patient came back in to the ER on the 31st and the PICC was "leaking." The mobile PICC team was called in to replace it. The PICC nurse's assessment is that the home health nurse must have been removing a difficult dressing and used scissors or a scalpel during the dressing change and sliced the extension tubing.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen PICC for evaluation. The catheter was returned in two pieces. The body was cut between 32 and 33 cm mark and at the 40 cm mark. The tip was not returned. The extension line was cut near juncture hub. The catheter body pieces measured 13 1/8" and 3 1/16" in length. Based on the specified length range of 21 5/8 - 22 1/8", approximately 2 11/16" of catheter body was not returned. The extension line was cut 5/16" from the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) that are packaged with this item cautions to minimize the risk of cutting the catheter do not use scissors to remove the dressing. The customer reported issue of the extension line being damaged was confirmed during the complaint investigation. The customer returned one single-lumen PICC with a cut extension line. A device history record review was performed using a potential lot number and no relevant findings were identified. Based on the information and sample, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.